Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the tower common compute controller (ccc) and the console ccc to resolve the issue. The system was tested and verified as ready for use. Isi did receive both ccc boards involved with this complaint to perform failure analysis. The tower ccc was returned for failure analysis, and the reported issue was replicated and confirmed. In the error logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The tower ccc was installed into the golden system where the reported failure was triggered by indicating faults on the ccc, replicating the report event. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bricked tower ccc. The console ccc was returned for failure analysis, and the reported issue was replicated and confirmed. In the error logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The console ccc was installed into the golden system where the reported failure was triggered by indicating faults on the ccc, replicating the report event. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bricked console ccc.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was not powering up normally and it was suspected that the system may have been left on. Upon arrival, the system was on, and there was an error on the robot. An attempt to restart the system resulted in it not powering on normally. An emergency power off (epo) was performed on the entire system, but a message indicating "the insufflator is disabled, tap retry to continue." The system was power cycled again, but the same message persisted. The procedure was aborted prior to patient involvement.